Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. During procedure, at first inflation, it was noted that the balloon ruptured at 12atm. The balloon rupture was considered an effect of the nodule. The device was removed from the patient's body using normal method without any problem and the procedure was completed with another of same device. No patient complications were reported and patient was good post procedure.